Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. Evidence of stent expansion was observed to the distal stent profile. The bumper tip of the device showed no signs of damage to the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Although the stent exhibited signs of having been partially deployed, there was no visual evidence that the balloon was subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 24x2.75mm taxus¿ liberté¿ stent was selected. During preparation of the device outside the patient, it was noted that the stent struts widened at the proximal and distal end part. The procedure was completed with a 2.75x28mm stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 24x2.75mm taxus¿ liberte¿ stent was selected. During preparation of the device outside the patient, it was noted that the stent struts widened at the proximal and distal end part. The procedure was completed with a 2.75x28mm stent. No patient complications were reported and the patient's status was stable.